Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "cementless metaphyseal sleeves without stem in revision total knee arthroplasty¿. Literature article "cementless metaphyseal sleeves without stem in revision total knee arthroplasty" by david gottsche et al. Published by arch orthop trauma surg was reviewed. The article purpose: to evaluate clinical outcome of cementless metaphyseal sleeves without stem in revision tka. The article reports: the authors retrospectively reviewed patient data from 63 patients that underwent tka using tciii implants with a sleeve and no stem. We found that the prostheses were overall well fixed and patients¿ akss increased significantly. Many patients had pain conditions, both comorbid pain and pain that might be alignment-related, and adding a stem, the authors conclude, would be a good idea in terms of alignment. Two cases of aseptic loosening were observed. Additionally, the authors report that 56 percent of their patients suffered from moderate to severe pain. No revisions are mentioned in regards to addressing these adverse events. Cement was used to fix the tibial and femoral components although no manufacturer is disclosed. Patella resurfacing was not mentioned within the article. It is reported that some of the patients in the study had undergone previous revisions, but the previous tka implants are unknown. Depuy products involved: tciii. Complications: pain (35), aseptic loosening (2).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.